Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was microscopically examined and functionally tested for leaks. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. The pump passed the leak test and functional test. Product analysis was unable to confirm the reported allegation. Based on the analysis results, an investigation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, and the pump was replaced. No patient complications were reported.

Event description:
It was reported that the patient went to the hospital since the inflatable penile prosthesis was not working properly. As a result of the inspection, it was confirmed that there was a crack in the pump connecting tube. Two weeks later, a surgical procedure was performed, and the pump was replaced. No patient complications were reported.